Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2024, a gore® viabahn® endoprosthesis (vsx device) was delivered in the left brachiocephalic arteriovenous fistula (juxta-anastomotic segment) during treatment of occlusion. On january 3, 2024, the patient left brachiocephalic arteriovenous fistula created. On (B)(6) 2024, a vsx device was delivered in the left brachiocephalic arteriovenous fistula during treatment of occlusion. On (B)(6) 2024, the patient had percutaneous transluminal angioplasty (pta) with a 10 mm conquest balloon and a 10 mm x 100 mm convera stent to the cephalic arch. At this time the vsx device appeared to have migrated into mid-cephalic vein. During an attempted angioplasty, the physician felt resistance while advancing the 10 mm conquest balloon. 25 atmospheres(atm) were achieved, when the balloon ruptured and got trapped in the vsx device. The conquest balloon and vsx device had to be removed through the mini-venotomy via the sheath.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The reported vsx device migration during attempted angioplasty could not be independently confirmed. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.